Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 13533500 / 13467957.